Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that the physician was preparing for a mechanical thrombectomy (mt) and was prepping an emboguard 87, 95 cm balloon guide catheter (bg8795c, 9482251). He prepped underwater (thinking that if even a slight breach then he would only aspirate fluid not air) initially aspirating with a 20ml syringe to remove any air in the emboguard. After inflating the balloon with 0.37ml fluid, he noticed a bubble in the balloon. He tried to deflate the balloon with small syringe, but it wasn¿t deflating, so he switched to 20ml syringe and tried 4 times to deflate but the balloon still would not fully deflate. Therefore, the physician switched to cerebase and was successful with mt. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that the physician was preparing for a mechanical thrombectomy (mt) and was prepping an emboguard 87, 95 cm balloon guide catheter (bg8795c, 9482251). He prepped underwater (thinking that if even a slight breach, then he would only aspirate fluid not air) initially aspirating with a 20ml syringe to remove any air in the emboguard. After inflating the balloon with 0.37ml fluid, he noticed a bubble in the balloon. He tried to deflate the balloon with small syringe, but it wasn't deflating, so he switched to 20ml syringe and tried 4 times to deflate but the balloon still would not fully deflate. Therefore, the physician switched to cerebase and was successful with mt. There was no patient injury reported. The initial examination of the returned emboguard device identified damage of the shaft a kink was located at approximately 80mm from the distal tip of the emboguard device. No further damage was noted at any other location on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum ID check of the emboguard device confirmed that there was no restriction in the main lumen of the device. The complaint report detailed that the balloon would not inflate during device preparation. The returned emboguard device was successfully inflated and deflated as per the procedural steps in the IFU. The kink observed on the returned unit was not reported in the complaint description and are unrelated to the complaint event. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. As the emboguard balloon was able to be inflated/deflated without issue the complaint event is not confirmed and the root cause could not be established. There is no indication that this complaint was a result of a defect or malfunction of the emboguard device. Per the instructions for use (IFU) the balloon deflation instructions are as follow: a. If using an lav: attach a 20ml syringe to the lav and apply vacuum until the balloon is fully deflated. B. If using a 3 way stopcock: turn the stopcock to allow flow to the 20ml syringe and apply vacuum until balloon is fully deflated. Turn stopcock to prevent flow to balloon. C. Ensure balloon is fully deflated before withdrawing the catheter. Different contrast media to heparinized saline ratios, other than the recommended ratio described, may affect device visibility and may impact the balloon deflation time. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d4 (primary UDI number), d9, g3, g6, h2, h3, h4 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.